Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device embolization occurred. In (B)(6) 2017 a left atrial appendage (laa) closure procedure was performed. The la pressure at the time of implant was 9. Fluid was administered. A watchman access system was positioned in the laa using a pigtail catheter. The laa was noted to be funnel shaped. The 21mm watchman laa closure device was deployed. Transesophageal echocardiogram (tee) indicated the device landed at the ostium of the laa with no proximal shoulders noted. Two tug tests were successful. Contrast fluoroscopy shot was performed; no jets were present. There was a good seal and flow through device. The compression ranged from 18mm-19mm giving a compression rate within the acceptable range. The device was released. Post procedure chest x-ray was performed the day after the procedure before the patient went home; the device was still in the laa. The patient was discharged. In (B)(6) 2017 the patient returned for a 45 day follow up tee. The patient was asymptomatic; however, the watchman laa closure device had embolized and was found in the descending aorta. The patient was sent home in stable condition with no symptoms. Retrieval of the device was performed five days later using a snare and a retrieval sheath. The patient went home the next day.